Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection issue between a clearlink system continu-flo solution set and a one-link non-dehp microbore catheter extension set. This was identified during patient infusion. It was further reported that the distal male luer connection of the solution set would unscrew. The sets were used with unspecified chemotherapy drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.